Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking on the top portion of the bag. This was identified at an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : additional information/correction: remove consumer. The lot number was manufactured between may 10, 2018 - may 11, 2018. The device was received for evaluation. Bag was sliced at the top right where the customer likely drained the contents. A note was attached on the bag indicating the leak at the bottom right corner. Visual inspection was performed and revealed a defect (unsealed) on the lower right edge weld. Functional testing was performed and revealed a leak at the lower right edge weld of the bag. No leak was observed at the bottom of the bag. The condition of leak was verified. The direct cause of the leak was due to the unsealed right edge weld. The cause of the unsealed right edge weld could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.